Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the buttons were stuck. The customer's blood glucose was 144 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specifications and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump passed the leak test. The pump was received with all buttons responding properly. No damage or moisture damage was noted on the keypad assembly. No unlocked keypad connector, stuck button alarms or keypad anomalies were noted during testing. The engineers were unable to duplicate the customer's complaint unless the keypad was manually pressed during testing. The pump was received with minor scratches on the display window and case, and a stained keypad overlay.